Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that it booted to an error and the link electronic module board was therefore replaced and calibrated to resolve. It was further noted that there was a broken keyboard latch, damaged rubber pads on the lower case and that a handle was cracked. All were replaced to resolve.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device interrogation the programmer "crashed" and rebooted to an error. The interrogation was unable to be completed till the programmer was exchanged for another. The programmer was returned for service. No patient complications have been reported as a result of this event.